Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be, due to viscometer failure or mechanical failure. It was unknown, whether the device had met specifications. The product used for the treatment, but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown. Therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the male external catheters in the last supply had too much adhesive and it stuck to the users finger. And also, to the patient while trying to apply it. The user stated, that the adhesive was almost too intense. And it never happened before. The patient thought, that the people might have complained about leaking so the manufacturer decided to put more adhesive on them. And it was to the extreme. And also stated, that it might be just the particular batch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheters had too much adhesive and sticks to the patient's finger when tried to apply it. It did definitely sticks to the patient. Also indicated the adhesive was almost too intense, and it never happened before. Patient thought people might be complaining about leaking so the manufacturer decided to put more adhesive on them, and now it was to the extreme. Patient stated it might be just this particular batch.